Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency department due to syncopal events. There were episodes of oversensing noise on the right ventricular (rv) lead that inhibited pacing and caused the adverse events. In a procedure on (B)(6) 2021 the rv lead was explanted and replaced. Post-procedure the patient was stable.